Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the coil prematurely deployed and an additional device was required. This 5x15 embold? Fibered device was selected for use during a coronary artery fistula embolization procedure. During the procedure, the embold device was introduced into the microcatheter. During the delivery process, the device was unable to be advanced when one third of the coil remained, preventing further progression. Upon withdrawing the coil, it was found that the coil had become detached, and the coil remained in the main coronary artery. It was removed with a retrieval device, and a neuro coil was used to embolize and complete the procedure. There were no patient complications, and the patient condition was stable following the procedure. It was further reported that the coil was able to be passed approximately two thirds through the catheter before it could no longer advance, and resistance was also experienced upon withdrawal. The delivery wire broke near the distal coupler, and upon removal, both couplers remained on the delivery wire. Attempts had been made to remove the device and microcatheter as a whole; however, when removed, it was found that the coil was detached and remained in the coronary artery main trunk.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the coil prematurely deployed and an additional device was required. This 5x15 embold? Fibered device was selected for use during a coronary artery fistula embolization procedure. During the procedure, the embold device was introduced into the microcatheter. During the delivery process, the device was unable to be advanced when one third of the coil remained, preventing further progression. Upon withdrawing the coil, it was found that the coil had become detached, and the coil remained in the main coronary artery. It was removed with a retrieval device, and a neuro coil was used to embolize and complete the procedure. There were no patient complications, and the patient condition was stable following the procedure.